Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with information - system volume too small. The issue has been confirmed during evaluation of the provided problem description and service report. The device log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found that the o2 gas module, printed circuit board (pcb) control and pneumatic back-plane were replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined.